Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that fluoro images revealed externalized conductors. Electrical measurements were normal.